Event description:
Pt rec'd from or needed nipride started for blood pressure systolic 170. Pump malfunctioned internal error. Pump changed out. Mac upgrade. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: tested pump, functions properly. Upgraded mac.